Event description:
During a coronary drug eluting stenting treatment procedure, strut damage occured. The 2.5 x 12 mm taxus express2 drug eluting stent was being advanced through the guide catheter when the physician felt resistance. The physician then removed the stent from the guide catheter and some strut lifting was noticed. The procedure was successfully completed with another 2.5 x 12 mm taxus express2 drug eluting stent. No pt complications were reported. The pt's status is reported as 'satisfactory/good'.